Event description:
The reporter and patient contacted animas on (B)(6) 2013 reporting an event in which the patient reported that the pump delivered too much insulin. The patient indicated that the pump was programmed for a bolus for breakfast but the pump delivered a second bolus. The patient reportedly went to the hospital with a blood glucose of 48 mg/dl to find out what was going on. The patient reported that the insulin on board (iob) feature showed 9.25 units of insulin prior to lunch however the bolus with breakfast was only for 7.25 units. The pump settings were reviewed and confirmed that the pump settings were correct. The pump history was reviewed and confirmed no alarms, no cancelled boluses, all bolus were accounted for, the basal history was correct, and the total daily dose history was confirmed to be accurate. This report is made based on the allegation that the patient sought medical attention for hypoglycemia related to an allegation of a pump over delivery.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no errors or alarms in the history related to the complaint. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. The bolus history indicated a 12.00u bolus was given on (B)(4) 2013 at 11:06. A test was performed with 7.25u bolus and an insulin on board (iob) duration period of 2.0 hours. After the 2 hours the iob status was 0.00 and this was accurately reflected in the iob status; the iob was found to functioning properly. A 10u normal bolus and a 10u audio bolus were successfully performed and accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The complaint could not be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.